Manufacturer narrative:
The model and lot number of the device referenced in this report is currently unknown; however, the customer has confirmed that the laser fiber was an olympus device. The 200 micron tfl ball tip single use fiber is used as a representative device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information was received.

Event description:
The customer reported to olympus that the uretero-reno fiberscope had laser fibers left in it from a previous case. The current laser fiber was inserted and reportedly pushed out the old laser fiber pieces into the patient's ureter during an unspecified therapeutic procedure. The procedure was prolonged by a couple of minutes with the patient under sedation since the old fiber pieces had to be retrieved with a grasper and the scope had to be replaced. The procedure was completed using a similar device. The scope was sent back to be reprocessed and then an error message occurred. There was no harm, injury, or infection reported due to the event. This is related to patient identifier number (B)(6), which is for the uretero-reno fiberscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the device was not returned for an evaluation, and the customer was unable to provide the device model and/or lot number, the root cause could not be determined. This supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.